Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, after connecting the device to the lead, the right ventricular (rv) lead exhibited artfacts and several 'fs' signals. The device was removed, and the lead was tested, and appeared to be functioning normally. The device was reconnected, and the same issue occurred. The device was not used, and another device was implanted. Upon further inspection of the removed device, blood was found behind the screw seal of the rv port. No patient complications have been reported as a result of this event.